Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would intermittently loss power during a case, they switched to manual ventilation to continue the case. No report of patient injury.